Manufacturer narrative:
H4: device manufactured on may, 26, 2022- may 27, 2022. Three (3) devices and photographs of the sample were received for evaluation. Upon visual inspection of the actual samples along with magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port caps were removed and no issues were observed of the connector or cap areas of the actual samples. However; based on the two (2) image photos available of the three (3) photo samples, a white elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene consistent with fill port material in fluid path could be observed. The reported condition was verified through photo inspection; however, not verified for the three (3) actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The particulate was described as "a small particle". This was identified during setup/preparation. There was no patient involvement. No additional information is available.